Event description:
It was later reported that the patient's symptom resolved an unknown time after treatment.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of fever, redness, inflammation, hard like a rock, aggravated by anything including ¿pressure changes and physical activity", stinging and burning, warm, pain, swelling, and skin erythema are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events per table 1 and table 2: injection site responses by maximum severity and duration after initial treatment occurring in > 5% of treated subjects (n = 123) possible injection site responses post injection with juvéderm vollure® xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Per table 3, injection site responses by severity and duration after repeat treatment with juvéderm vollure® xc occurring in > 5% of treated subjects (n=91) include firmness, swelling, tenderness to touch, redness, lumps/bumps, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. In general, aes at the nlfs were mild or moderate in severity for both products, with 49.1% (27/55) mild and 29.1% (16/55) moderate for juvéderm vollure¿ xc. Some aes at the nlfs were severe (21.8%, 12/55). The majority of the aes at the nlfs required no action to be taken (94.5%, 52/55) and resolved without sequelae (98.2%, 54/55). Aes at the nlfs after initial/touch-up treatment that required treatment included swelling treated with antihistamines and nsaids, injection site erythema treated with antibiotics, and skin mass that was biopsied and treated with steroids. One subject had mild injection site swelling that occurred after initial/touch-up treatment and was ongoing at the end of the study. This ae did not require treatment. Three adverse events at the juvéderm vollure¿ xc nlfs occurred weeks to months after the injection procedure. These events included mild swelling, moderate skin mass, and severe itching. Swelling was treated with fexofenadine hydrochloride and ibuprofen, the skin mass was treated with triamcinolone, and the itching did not require any treatment. All 3 events resolved without sequelae.

Event description:
Patient reported being injected in the lips with 1 syringe of juvéderm vollure¿ xc and immediately experienced, "fever, redness of the lips, inflammation, lips became hard like a rock and aggravated by anything¿ including ¿pressure changes and physical activity,¿ lips are ¿stinging and burning, and really warm to the touch." Approximately 2 months later, the patient was treated with antibiotics and steroids. Further follow-up with the healthcare professional revealed that the patient was injected one month prior to this injection with 1 syringe of juvéderm vollure¿ xc to address history of uneven lips. Patient¿s ¿left upper lip was smaller and the right filtrum smaller.¿ approximately 9 weeks after the second injection, the patient was seen by the healthcare professional. Healthcare professional reported additional symptoms of swelling and skin erythema. The next day, treatment with doxycycline and a medrol dose pack was given. Benadryl was also provided as treatment an unknown time later. Symptoms are ongoing. Patient was taking valtrex, ocella, and forteo at the time of the injection. This is the same event and the same patient reported under MDR ID #3005113652-2017-01339 ((B)(4)). This MDR is being submitted for the patient's second injection with juvéderm vollure¿ xc.

Manufacturer narrative:
The additional event of "slight purities" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later confirmed the patient had ¿no skin erythema.¿ patient did experience ¿slight purities.¿